Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a friend or family member of a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient is having difficulty charging. The patient will get all 8 coupling bars, and it is taking a very long time to top it off. The patient¿s family member stated that the patient can sit and charge for 40 minutes to 1 hours and will not get passed 75%. The patient is charging on a daily basis with low hz and it is still taking a long time to charge. Impedance measurements were normal. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of the patient reported they were still having difficulty charging the left ins. They use the same recharger for each side, but it takes an hour to get to 75% and can be very difficult to get above 50% after an hour. It was noted they have full coupling and reposition the antenna if they notice coupling goes down. A physician told them to charge 20-30 minutes every day, but that is not enough for what they have needed to do. The inss are located in the patient's armpits and the family member charges each separately. It was noted that it was difficult to hold since the patient is twisted and grabbing. The patient is also skinny and small. It was reported that the physician stated it was the smallest patient they had ever done. Adhesive discs were sent to assist with recharging. A healthcare provider later reported the cause was unknown. It was stated that they would do a conference call to troubleshoot the issue. The hcp had been using and marking the recharging for the left ins. The device had been interrogated previously and no device session was available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A hcp called in and conferenced in the patient's mother and wanted to review recharge stats for the left side. The caller stated that this recharger was only used on the left side. It was reviewed that there were 2 sessions that were not successful at all. The patient's mother indicated that sometimes the patient will not cooperate. There was one session at 39 minutes that had 5 coupling bars and the battery level did increase from 3.720v to 3.785v. This was still only going to display half. Other sessions were only 12 minutes, 2 minutes, and 8 minutes. It was reviewed that nothing appeared to be abnormal or indicative of a problem. The hcp wanted a longevity calculation ran. Left side: 3v, 185hz, 180us, 1643 ohms 24/7. Reviewed about 4.5 weeks from full to empty. Right side: 3v, 250hz, 180us, 1587ohms 24/7. Reviewed about 3.5 weeks from full to empty. The caller indicates that something must be wrong because the left side should last longer and it does not. The right side charges faster and holds a charge longer. It was reviewed that they can have impedances checked to be sure that there are no issues. They will do that next wednesday at her appointment. Discussed that quartiles only show in 25% increments, so it's hard to know exact percentage.